Event description:
Complainant alleged that while attempting to monitor a pt with supraventricular tachycardia, the device displayed a "status 51" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.